Event description:
It was reported that during a laparoscopic sigma colectomy procedure, following on from mobilization of sigmoid laparoscopically, the surgeon fired an empty device across the sigmoid. The company representative was not present at this point and joined the case following the use of the device. The scrub nurse had not loaded a staple cartridge into the device before handing this to the surgeon. The surgeon had not checked that the device was loaded with a staple cartridge and preceded to fire across the bowel. The case continued as normal as it had not been identified that there were no staples in the device. A pfannenstiel incision was formed to take the specimen out and resect the cancer. At this point it was clear that no staples had formed on the tissue and it was identified that the device had not been loaded with a staple cartridge. The patient at this point had an open rectal stump, the actions taken to resolve the problem were as follows. An attempt was made to tie a pursestring suture around the rectal stump using laparoscopic approach. This failed and an open laparotomy incision was performed. Action was then taken to perform a circular anastamoses using circular device. This gave incomplete donuts and air leakage when the anastamosis was tested. The surgeon then used another device to staple off the rectal stump below the first circular anastamosis and performed a second anastamosis again using circular device. This gave complete donuts and the case finished. Procedure prolonged 210 minutes. Patient as standard was sent to hdu - high dependency unit. Due to open laparatomy there was also prolonged anaesthesia. No device will be returning.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.